Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient remains an inpatient after a pretty rough post op. The patient's doctor would like to get the patient's low flow limit dropped to 2. It was reported that the patient's left ventricle is in decent shape but the patient's right ventricle is really struggling. The vad team has been unable to optimize flows on her. The patients aortic valve opens with every beat, her flows are hanging in the 2's. The patient is also hemodialysis dependent. Tech services scheduled hm3 ctrl lf sw (B)(4) install (B)(6) 2020. On (B)(6) 2020, tech services installed hm3 system controller sw (B)(4) on the following controllers: (B)(4).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (frequent low flow alarms, right ventricular dysfunction, renal dysfunction) and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. The report of low flow alarms was confirmed through an onsite evaluation performed by an abbott representative; however, a specific cause for the low flow alarms could not be conclusively determined through this evaluation. The center reported that the patient remained inpatient after a ¿pretty rough post op¿. Frequent low flow alarms were reported. The patient¿s left ventricle (lv) was in decent shape, but the right ventricle (rv) was really struggling. The center had been unable to optimize flows. The patient¿s aortic valve (av) was opening with every beat. Flows were hanging in the 2¿s. The patient is also hemodialysis (hd) dependent. Abbott technical services installed software version 1.5.2 on the patient¿s system controllers on (B)(6) 2020. Multiple requests for additional information were sent to the center; however, no further details were provided. The patient remains ongoing on hm3 lvas, serial number (B)(6)and no additional complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 29apr2020. The hm3 lvas instructions for use (IFU) lists right heart failure and renal dysfunction as adverse events that may be associated with the use of hm3 lvas. The IFU also provides an explanation of all pump parameters, including pump flow. The IFU states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.